Event description:
Physician reports bard multiband ligator faild to deploy properly, the band did not ligate tightly enough to hold varix causing varix to rupture and pt to begin profuse bleeding and aspiration leading to aspiration pneumonitis. Pt remains in ICU, ventilator dependent. Could not duplicate problem with trial of band ligtor.